Manufacturer narrative:
(B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed onto the intestinal polyp by pushing the handle; however, the clip could not be released normally from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that there was an attempt to completely remove the sheath. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.